Manufacturer narrative:
The sample was discarded. A review of all batch record documents was performed for the provided lot number h07e29043 with no issues noted during the manufacturing process. There were no deviations from standard procedure.

Event description:
A customer contacted baxter's technical service center regarding the problem of a transfer set that became loose and was leaking, this problem occurred during dwell 4 of 5. The home patient (hp) requested to end therapy because he was told to go to the hospital immediately if that occurred. The technical service representative assisted the hp to end therapy as requested. No patient injury or medical intervention was reported. Product surveillance contacted the nurse in 2009 to obtain additional information. The nurse stated that it was a spontaneous disconnection between the transfer set and catheter. The nurse stated that the transfer set had been in use since five months ago and the patient had been doing dialysis also. The patient performed automated peritoneal dialysis and the catheter adapter was plastic from an unk brand. The nurse then stated that the connections were made by hand and no difficulties were noticed. The nurse was not aware of anything that may have caused the separation. The sample was discarded but a lot number was given (h07e29043) there was no patient injury reported, however, the patient received antibiotics.